Manufacturer narrative:
No conclusion can be drawn. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. The user manual contains the following warning ¿do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff.¿ we will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that tool broke during a craniotomy. It was confirmed that there was no patient impact. Additional information is being requested regarding product return.

Manufacturer narrative:
Report confirmed. Tool was received used and fractured. Two pieces of tool were received. The most likely cause of the fracture is that tool impacted a material harder than bone (metal), creating impact defects. It was also noted that the fracture location is not consistent with prying, which causes tool to break at the shoulder. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Report inconclusive. The device has been returned and is still pending their evaluation results. If information is provided in the future, a supplemental report will be issued.